Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The fse was able to confirm the problem by homing the incubator. The error was reproduced by homing the incubator. The issue was resolved by clearing the wash probe tip from the inside of the incubator. The instrument was validated by running quality controls (qc). The qc results passed and were within published ranges per the package insert. No further action required by field service. The aia-900 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 08mar2018 through aware date (B)(4) 2019. There were no other similar complaints identified during the search period. The aia-900 operator's manual under section 12 flags and error messages states the following: 4271 incubator home detect error. Cause: the home sensor s120 failed to be activated after the incubator moved toward the home position. Measurement will be interrupted. Action: please contact tosoh local representatives. Check s120 and pm120 for a possible malfunction. The probable cause was due to debris in incubator.

Event description:
A customer reported getting error message "4271 incubator home detect error" on the aia-900 instrument. The customer performed the daily maintenance with no issues. Once the quality controls (qc) were ran, the customer started to receive the 4271 incubator home detect error. The customer restarted the instrument and received the same error. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of intact parathyroid hormone (ipth), and cardiac troponin I (ctnl 2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.